Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. UDI: (B)(4). The device is distributed outside the us and no gudid information exists h3 other text: mattress discarded.

Event description:
Arjo was informed about the event related to the nimbus 4 mattress. During the device before use testing conducted by facility technician, the mattress overinflated. There was no patient involvement and no injury was sustained. The mattress was customer-owned and the customer threw it away.

Manufacturer narrative:
The field action (fa) was not completed on the mattress before the complaint. The customer was informed about the fa, but did not return the form for fa. The investigation is still ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
The customer alleged that the automatt (part of nimbus mattress) overinflated during testing, before patient placement. There was no injury. A review of service history showed that this mattress had the automatt sensor pad, replaced two months before the complaint. Allegedly the overinflation occurred within the improved automatt sensor pad. The mattress and automatt in question were not available for evaluation as the customer had thrown the product away. However, testing conducted on random samples on improved products confirmed that overinflation is unlikely. The slight overinflation could only be seen if a pump with higher flow was used to inflate the mattress. Such a pump is not recommended to be used, and the customer stated that they used a pump dedicated to the nimbus mattress. The customer has own stock of the products. Since the product was not available for evaluation, it cannot be verified which automatt was installed in the involved mattress. Considering customer allegation, the device allegedly overinflated and therefore it is considered not meeting its specification. The product was not used for therapy or treatment. It was involved in the reported incident as it overinflated during testing.

Manufacturer narrative:
The manufacturer conducted tests on random samples. The process of analyzing information is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.